Manufacturer narrative:
E1: full establishment name due to character limit: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had flickering video image. The issue occurred during reprocessing. There were no reports of patient involvement.